Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged auto-off malfunction was identified in the pump logs; however, no failure was identified. Additionally, the reported alarm 19 issue was verified.

Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping and additionally, an auto-off alarm occurred. The customer's blood glucose level was 343 mg/dl. The customer administered manual injection. Tandem technical support reviewed the auto-off safety feature with the customer. Reportedly, the customer has manual injections available as alternate insulin therapy.